Event description:
Initial info for this spontaneous case was received from a physician in late 2007: a female pt initiated therapy with injectable poly-l-lactic acid (sculptra) the month prior, for "atrophy." Lot number and expiration date were not known. Medical history and concomitant medications not provided. This was the second demonstration pt the physician treated. The poly-l-lactic acid was reconstituted with lidocaine and epinephrine 36 hrs or longer prior to admin. Total volume injected in each side of face: 6.5 ml. Pt was injected in naso-labial folds, and infraorbitally. One week prior to report, the pt developed one large nodule on her left cheek that was getting red, and one "gumball" size nodule (nos), in the naso-labial fold. The physician performed an incision and drainage (I & d) on the red nodule in the cheek, and thick yellow drainage came out. The physician stated "it is similar to a foreign body abscess." She treated the pt with an oral antibiotic, a long-acting minocycline (solodyn), and intra-lesional corticosteroid. (It was not specified if the nodule in the naso-labial fold was also incised and drained.) Sites of the corticosteroid injections not specified. Physician stated that there was no infection or allergic reaction involved, (not culture or biopsy confirmed.) There was a "sterile abscess," also referred to as "an intradermal nodule that was drained, producing thick yellow discharge." (Report states that there may have been 2 of these lesions, one in the naso-labial fold, location of the other not clear.) There is also a small, firm, non-inflammatory papule in peri-orbital area, also described as the infra-orbital area. The location of the events was provided as the left side of the face. No further medical info reported. Add'l info received 12/16/07 from reporting physician: info received on this date upgrades case to serious: one vial of poly-l-lactic acid was used. Indication provided as cosmetic. Physician reported that the pt has developed sterile abscesses on left side of face. Nodule on cheek is about 2 cm. Naso-labial fold has also developed 2 nodules and there are also small papules in the orbital areas. The abscesses have drainage, the I&d was sterile. The physician injected pt with triamcinolone, sites not specified. She saw pt again today in the grocery store and she had developed more nodules (site(s) not specified.) Onset of event was reported as 2 weeks ago. Outcome of events reported as ongoing. Medical history was reported as none, and concomitant medications were unk to reporter. Add'l info was received also on 12/16/07 from the physician via a company rep, who provided an adverse event reporting form. Treatment with poly-l-lactic acid, initials and gender were confirmed, however, age was reported as 45. The company rep reported that the physician reported "sterile abscesses erupting" and "marble sized bumps" on the pt. Outcome of events was reported as not recovered, and on the adverse event report, the tick box was checked for "intervention required to prevent permanent impairment/damage"; (no add'l intervention was specified.) Add'l info received from physician 12/17/07, who provided update on pt's condition: tissue is firming up in area treated. Some small, palpable, but non-visible nodularity was noted; (site not specified.) Reporter states she can now only see one nodule, & pt's cosmetic appearance is improving. She stated that she was going to hospitalize pt., but reported that instead, she added clarithromycin, (biaxin,) to the extended-release minocycline (solodyn,) and no new drainage has occurred. She also flushed some papules with saline & "massaged in attempt to break up aggregate." Physician believes this was successful, but may follow with intralesional corticosteroids, if needed. No further medical info provided. Lot numbers/expiration dates were not provided for this case. Addendum for add'l info received from company rep on 12/19/07 clarifying the adverse event reporting form he sent 12/16/07: company rep had ticked the box for intervention required, as the reporting physician was requesting immediate info at that time, "so that the pt does not have permanent damage.' No add'l info reported. Add'l info for poly-l-lactic acid injectable (sculptra) from prod technical complaint (ptc) report case dated 12/19/07, received by uspv on 12/20/07: batch record review was without hint to root cause. As no lot # is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in USA. The review of the device history reports (dhrs) & of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. Without a complaint sample, no further investigation could be done. No faults, defects, damages detectable. Conclusion: no faults detectable.

Manufacturer narrative:
Initial info late 2007: a female initiated therapy with injectable poly-l-lactic acid (sculptra) on 11/15/07 for "atrophy." Sculptra was reconstituted with lidocaine and epinephrine 36 hrs or longer prior to admin. Total volume injected in each side of face: 6.5 ml. Pt was injected in naso-labial folds, and interorbitally. On the same month, the pt developed large nodule on left cheek and one "gumball" size nodule in noso-labial fold. An incision and drainage was done on the nodule in the cheek, with thick yellow drainage noted. The physician stated "it is similar to a foreign body abscess." She was treated with minocycline and intra-lesional corticosteroid. Physician stated there was no infection or allergic reaction involved. Addendum 12/16/07: info received on this date upgrades case to serious: pt developed sterile abscesses on left side of face. Nodule on cheek is about 2 cm. Naso-labial fold has also developed 2 nodules and also small papules in the orbital areas. The abscesses have drainage, the I&d was sterile. Pt treated with triamcinolone. Addendum 12/17/07: tissue is firming up in area treated. Some small, palpable, but non-visible nodularity was noted; clarithromycin was added and no new drainage has occurred. Papules were flushed with saline & massaged in attempt to break up aggregate." Addendum 12/20/07: batch record review without hint to root cause. As no lot # is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in USA. The review of the device history reports (dhrs) & of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. Without a complaint sample, no further investigation could be done. No faults, defects, damages detectable. Conclusion: no faults detectable.